Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the top cover, rear panel, front panel, and chassis feet need to be replaced due to poor appearance, the unit needs a power switch because it was damaged, a defective circuit board, programmable in- put processor (pip) connector was damaged, one port of serial digital interface (sdi) signal was deformed and can't be connected, patient board was faulty, the usb board on bottom of the chassis was rusty and front panel chassis was rusty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The user facility returned an asset evis exera iii video system center to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, no image displayed. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective printed circuit board and the image of the 180 scope not being displayed could not be identified. However, it¿s likely the cause of the 180 scope not being displayed is related to the operational amplifier failure because the countermeasure was not taken by changing the operational amplifier circuit design of the dr board (printed circuit board) of the patient board set. Regarding the event that the endoscope image does not appear in combination with the 180 series scope, it was confirmed that the dr board design was changed on april 16, 2018. Therefore, this further confirms that the subject device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.